Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the previous follow-up performed on (B)(6) 2017, the battery impedance was 5.97 kohm, with an estimated residual longevity of 16 months. Upon interrogation on (B)(6) 2017, the device had reached the eri (elective replacement indicator) and had switched to vvi at 70 min-1 in unipolar configuration. The device was explanted on (B)(6) 2017 and was returned for analysis. Preliminary analysis showed that based on available data, normal battery depletion occurred (based on hrs guidelines).

Event description:
Reportedly, during the previous follow-up performed on (B)(6) 2017, the battery impedance was 5.97 kohm, with an estimated residual longevity of 16 months. Upon interrogation on (B)(6) 2017, the device had reached the eri (elective replacement indicator) and had switched to vvi at 70 min-1 in unipolar configuration. The device was explanted on (B)(6) 2017 and was returned for analysis. Preliminary analysis showed that based on available data, normal battery depletion occurred (based on hrs guidelines).